Event description:
It was reported that a cartridge change error occurred. There was no adverse impact on the customer¿s blood glucose level. Customer declined follow up from tandem technical support. No additional information was provided.